Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an internal fixation surgery, the lag screw of a intertan lag/compression screw kit 90mm / 85mm pulled back before the compression screw seated. The surgeon removed both components of the intertan lag/compression screw kit 90mm / 85mm and re-drilled, but it did not help. Surgery was resumed, after a non-significant delay, with the same device. Patient was not harmed beyond this problem.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device, could not be returned for evaluation. However, the fluoro image provided was evaluated by the clinical/medical team and confirmed the reported event. The clinical/medical investigation concluded that, based on the information provided, a definitive clinical root cause of the reported failure could not be determined. It cannot be concluded that the reported failure was associated with a mal performance of the implant or implant failure. Although a procedural/user error cannot be rule out as a likely contributory factor. According to the report, after two attempts the surgeon was able to complete the surgery after a non-significant delay using the same device. Since it was reported the patient was not harmed beyond this issue, no further clinical/medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for intramedullary nail system revealed in preoperative planning that a correct surgical technique is essential to a successful outcome. Proper reduction of fractures and proper placement of implants are necessary to effectively treat patients using metallic surgical implants. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include procedural/user error. The contribution of the device to the reported event could be corroborated as the surgeon needed to removed both components and re-drilled. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.